Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the femoral artery using a prostar xl device. After making an incision into the subcutaneous tissue to the vessel, the vessel was punctured and an 8f sheath was introduced. Reportedly although the interlocks at the hub were unlocked, when the barrel was rotated 4 to 6 turns, no blood was visible from the marker lumen, but blood was observed from a suture lumen. The device was retracted from the vessel up to the skin level to the guide wire exit port and the marker lumen was reflushed. The device was reintroduced until a minimum amount of blood was observed from the marker lumen. The device was rotated to the one-o'clock position with blood still visible from the marker lumen. The handle was pulled resulting in successful needle deployment. The device was pulled back to the skin level and the sutures were pulled out through the distal end of the barrel. The sutures were secured and wrapped in wet compresses. The device was removed and replaced with a 14f sheath. Constant blood oozing was present. After the aaa repair procedure, as the sheath was removed; the sutures were gradually tightened. When the guide wire was removed arterial bleeding was present and remained visible after using the knot pusher to fully advance the knots to the arteriotomy. A ligature was applied that was reportedly over-tightened around the vessel to control bleeding that resulted in a stenosis of the vessel and a round avulsion at the puncture site identified using angiography.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The device was reportedly deployed in a 8-french sized access site. The prostar xl device instructions for use (IFU) state under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures. The prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. Additionally the IFU states under special patient populations that the safety and effectiveness of the prostar xl pvs system has not been established in patient populations with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Describe event or problem continuation: the vessel was surgically patched and sutured to achieve hemostasis. The patient was transfused with blood. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly in-training in the use of the prostar xl device. No additional information was provided.